Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Manufacturer narrative:
Report also includes device (B)(4).

Event description:
On (B)(6) 2006, the patient was treated for an abdominal aortic aneurysm. The physician implanted two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, the patient reported emergently with a type ia endoleak and rupture. The patient was treated with a non-gore device.